Event description:
A nurse reported that an intraocular lens (iol) was difficult to insert with iol delivery system and that the iol was possibly scratched during the process. The iol was exchanged during another procedure. Add'l info has been requested.